Event description:
Per the clinic, it was reported that the electrode was out of cochlea and subsequently, the patient underwent electrode reinsertion surgery on january 01, 2021. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 19, 2022.